Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 431 (mg/dl) and ketones. A correction bolus and pump basal rate was increased to address bg levels and customer drank water to clear ketones. Recommendation was made to consult with health care provider to discuss diabetes management.